Event description:
It was reported noise was observed via merlin.net transmissions. Electromagnetic interference was suspected. The device was reprogrammed and remains implanted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.